Event description:
Prior to explant, pt experienced increasing fatigue and in 2003, the pt had difficulty walking and experienced paroxysmal nocturnal dyspnea and orthopnea. Catheterization revealed severe aortic insufficiency, an ejection fraction of 58%, and normal coronary arteries. A previous echocardiogram had demonstrated moderate aortic insufficiency, normal left ventricular function and mild mitral insufficiency. Transesophageal echocardiogram performed to rule out endocarditis showed normal aortic valve cusps with no evidence of endocarditis or abscess and moderate aortic insufficiency. Prior echocardiograms indicated the aortic valve was functioning normally. Seven years after implant, the valve was expalnted due to 4+ aortic insufficiency, "principally from the non to right coronary cusp area" as demonstrated on echocardiogram and cardiac catheterization. At explant, dehiscence and "obvious structural deterioration" of the non-coronary cusp commissure were noted and a portion of the right coronary cusp appeared eroded at the commissure. The valve was replaced with 23 mm bioprosthesis and there were no intraoperative complications. The pt had a history of rheumatoid arthritis and was reported to have recovered "nicely" and was "doing well". No additional info was rec'd.

Event description:
Seven years postoperatively, the valve was explanted due to 4+ aortic insufficiency as demonstrated on cardiac catheterization. At explant, obvious structural deterioration of the non-coronary cusp commisure was noted and the right coronary cusp has eroded through at the commisure. The valve was replaced with a 23 mm bioprosthesis. During the past year, the pt had experienced increasing shortness of breath and in 2003, the pt had difficulty walking and experienced paroxysmal nocturnal dyspnea and orthopnea.